Manufacturer narrative:
Eval results: as received, the lamitrodes showed wire protrusions and a damaged indicator band. In addition, the device had detached and missing stimulation electrodes. No functional testing could be performed due to the received condition of the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including a surgical lead on (B)(6) 2010. It was reported that the pt's stimulation was decreasing. A diagnostic test revealed invalid impedance measurements for several lead contacts. Surgical intervention was undertaken to address this issue, and it was discovered that the pt's lead was fractured near the anchor site. Additionally, it was alleged that during the explant of the device, several electrodes were loose on the lead. Effective stimulation was recaptured for the pt with the replacement of the lead. No further issues were reported.